Manufacturer narrative:
Concomitant medical products: product ID: 6935m62, lead, implanted: (B)(6) 2019. 5076-52, lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.